Manufacturer narrative:
Concomitant medical product: 694765 lead, 507645 lead, implanted (B)(6) 2007. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) triggered on the right ventricular (rv) lead for oversensing, noise, and sensing integrity counter (sic). It was determined that this was caused by electromagnetic interference during a procedure. The device was interrogated and the alerts were cleared. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.